Event description:
The account alleges that the bed had unintentional movement causing the bed to operate on its own, or when one function button was pressed, another function would activate, and would not stop.

Manufacturer narrative:
The technician replaced the control board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.